Manufacturer narrative:
Verified there was no blood or discoloration in the helium tubing. Determined the most likely cause was the patient's peep while ventilated.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.